Event description:
It was reported the rigid video scope had green images in some positions. The issue occurred during preparation for use for an unknown procedure. The intended procedure was completed with the similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the device evaluation identified the following reportable malfunction: purple image, the fiber bonding within the outer tube area (distal end) was damaged, and foreign material was found in the plug of the video cable section. Based on the results of the investigation, it is likely that the customer's report of a green image was due to the charged coupled device being broken. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation "purple image" was due to a broken video cable. However, a definitive root cause could not be established. Based on the results of the investigation, a probable root cause of fiber bonding damage in the outer tube area and foreign material in the video cable section could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had green images in some positions. The issue occurred during preparation for use for an unknown procedure. The intended procedure was completed with the similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.